Event description:
Infusion of ns 1l started, approximately half way through the infusion, a leak was found coming from the tubing of the infusion set, midway from the IV site. Water spill cleaned up by staff. Tubing was saved in a bag for reference. No harm to patient. Potential for harm depending on what was being infused, since this is a chemo unit.